Event description:
Happened in her kitchen. Cooking dinner, went over to refrigerator. Sat down on seat, wheel shot off, fell to the floor on her left side. Broke arm/shoulder, crack rib, injury to hip, and hit head.

Event description:
Update: review of plaintiff's expert reports: (B)(6) , m.d. (B)(6) , m.d. Dr. (B)(6) works in (B)(6) medical consulting services,and (B)(6) . According to the (B)(6) hospital website, he has been on staff there since 1993 and is american board certified in (B)(6) he is a 1987 graduate of (B)(6) medical center. Dr. (B)(6) preformed an independent medical examination (ime) of the plaintiff on an unknown date and issued his first report on (B)(6) 2022. Within his initial report, he described the plaintiff's past medical history as "negative" and family history as noncontributory. From his physical examination of the plaintiff, he described her as "uncomfortable-appearing" though pleasant and age appropriate. He indicated that she ambulates "extremely slowly" with a rolling walker and has difficulty standing unassisted. Dr. (B)(6) states that she has giveaway weakness in her left, hip area and that she has decreased motion in her shoulders, which is worse on her left shoulder than on her right shoulder. Aside from providing some figures concerning the plaintiff's range of motion of her shoulders, he provided no other medical data or analysis concerning his ime. From this very brief ime, dr. (B)(6) determined that the plaintiff sustained a proximal humeral fracture and an exacerbation of her osteoarthritis in her left hip. With respect to her proximal humeral fracture, dr. (B)(6) stated that the plaintiff has reached maximum medical improvement and there is an impairment due to this injury. Concerning her hip osteoarthritis, dr. (B)(6) stated that the plaintiff has not yet reached maximum medical improvement so an impairment rating is premature. Dr. (B)(6) deemed the plaintiff's medical care to be reasonable, necessary, and related to the incident. He referred to her medical bills totaling (B)(6) , which is the figure that was produced by the plaintiff within her specials package during this litigation. Dr.(B)(6) also stated that no medical care or bills have been produced with respect to her potential hip replacement but from this statement and the reference to "exacerbation of osteoarthritis left hip," we presume that he finds a causal link between the subject incident and the need for a hip replacement. He further notes that her primary pain complaint concerns her left hip and that she has some pain in her left shoulder, but provides no additional specifics on this point. Furthermore, he has deemed that the plaintiff has permanent impairment, but provides no specifics as to what he is referring to or the percentage of permanent impairment he attributes to the plaintiff's allegations. Dr.(B)(6) issued a short supplemental report on september 11, 2022 which acknowledges that the plaintiff had osteoarthritis in left hip prior to the subject incident, but that that information did not change his initial assessment. Dr. (B)(6) reports are sparse in providing the reasoning and rationales for his findings. They are short and conclusory, provide no specifics as to how the injuries impact the plaintiff in her daily life or what treatment is recommended and/or necessary in the future, providing only the key statements and phrases needed for the litigation to press forward. (B)(6) . A more detailed report was produced by mr. (B)(6) , who is an expert in bioengineering and biomechanical engineering investigations. In short, he found that the plaintiff's description of the incident is consistent with her injuries and the detachment of the threaded fastener on the rollator was a design defect that was the proximate cause for the plaintiff's injuries. He opines that it would have been reasonable for carex to provide a rolling walker that did not present a hazard to users, it was carex's failure to provide a reasonably safe and adequate thread fastening system which deprived the plaintiff of the protection that other manufacturers in the industry provide, and carex knew the rollator was defective even after attempting to fix the problem back in late 2018. More specifically, mr. (B)(6) states that there was no apparent thread locking feature relating to the front caster/fork assembly inside the adjustable down tubes. He assessed that the threaded connection failed, causing the plaintiff's front, right caster/fork assembly to abruptly dislodge from the walker, causing her to fall and sustain personal injuries. He explained that threated fasteners failed or detached when a bolt's threading becomes stressed or misaligned due to constant vibrations from use. Those vibrations cause gaps between the threads that encourage movement and eventually the constant movement leads to a complete failure or dislocation of the fastener. In his assessment, among the possibilities for the thread detachment were 1) the fastener was not pre-tensioned properly, 2) the pre-tensioning was not sufficient over time, or 3) no thread locking was incorporated. Mr. (B)(6) stated that there were alternative designs carex could have used, including pre-tensioning or over-torquing to a pre-specified tension setting; double-nutting or the use of a second nut with pre-tension to back up the first nut, nylon locking inserts, castle nuts, lock washers, adhesive thread lock, tape thread lock, welding, and drilling/pinning. He further states that the incident was foreseeable given the 2018 CAPA that was issued and the corrective actions that were taken. He continues by stating that although fatigue testing passed following the corrective actions, given the number of medical device event reports similar to the plaintiff's reported incident, carex knew the rollator was defective even after attempting to fix the problem in 2018. Of the medical device event reports included within the report, it looks like one rollator was manufactured by com-da healthcare co., ltd., two by maxhealth corp, one by carex health brands, and the last has an unknown manufacturer. Based upon our prior communications, we understand that three of these 5 could be linked to compass (maxhealth and carex health brands). In support of his findings, mr. (B)(6) relied on the plaintiff's answers to interrogatories and deposition testimony. He also indicated that general statistics show that women over the age of 65 commonly experience proximal humerus fractures, often occurring when women fall directly onto their shoulder, and this occurs 2.4x more frequently than in men, presumably of the same age. We will continue to work with plaintiff's counsel on confirming that he has mailed the rollator for tracee's review. In the meantime, please let us know if there are any questions.